Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for scratched discovered on scope during procedure. A visual inspection was performed and showed the scope negative lens scratched with distal tip and fiber damaged. No manufacturing related defects were observed. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error.

Event description:
It was reported that during a shoulder procedure the scope was discovered to be scratched. A backup device was not available. No patient injury or complications were reported.